Manufacturer narrative:
On (B)(6) 2021, it was reported that there was no battery depletion issue with the pump. Additionally, resume pump alarm was due to customer not resuming insulin; alarm cleared when customer resumed insulin. With the inclusion of the additional information, this event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a resume pump alarm occurred. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.